Manufacturer narrative:
The lead was capped, with no adverse pt effects reported. As a result, the lead will not be returned for analysis and the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right atrial lead exhibited low pacing impedance measurements less than 200 ohms. A revision procedure was performed and the lead was surgically abandoned (capped). No adverse pt effects were reported. The lead was actively implanted for approx 7 years, 4 months.